Event description:
It was reported that the patient had shown a significant drop in body temperature. The patient had to be removed from the incubator and intubated.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.